Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella rp flex device experienced hemolysis and would later expire. The patient was admitted in with right ventricular dysfunction. The impella rp flex was implanted, the patient was placed on continuous renal replacement therapy and was subsequently transferred to the tertiary center for care. After approximately four days on support, the patient started having pink-tinged urine and labs came back hemolyzed; a chest x-ray the following day confirmed good impella rp flex placement. However, the hemolysis event was not resolved. The following day impella alarming purge system blocked; echocardiogram showed some improvement to right ventricle. However, the decision was made to remove the device and the patient expired. Further details surrounding the event including treatment for the hemolysis along with the cause of death are unknown.